Event description:
It was reported to philips that the system's c-arm performed an uncommanded movement. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the issue had occurred during the planned treatment procedure. The joystick knob on the control panel, which had been sticking, was resealed and the procedure was completed. The philips field service engineer (fse) inspected the system on site and confirmed that the c arm had made an uncommanded movement. During troubleshooting, the fse identified that the unintended z2 rotation movement persisted. After a control module in the control room was replaced, an enmv active at startup error was identified following a system restart. Both defective control modules were returned for analysis, which concluded that a button was not functioning correctly. To resolve the issue, the fse again replaced the control module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.